Manufacturer narrative:
Unable to perform analysis. Lead damaged. Visual inspection under 30x magnification indicates lead was cut or snipped approx. 9cm distal of proximal terminal pin, with evidence of flared coil wire ends. X-ray of lead confirms no portion of the j stiffener wire was received and confirms no coil wire fractures.

Event description:
Device analysis is provided.